Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / esophagus procedure. For the eighth firing to the esophagus, the surgeon clamped the cervical tissue for adjusting of firing point, over and over again. The surgeon noticed the jaws were slightly opened, then stopped firing. The device was not fired at all. It was replaced by a new cartridge and the firing was completed. There was no patient harm. The status of the patient is no problem.